Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the physician could not get normal sensing values on the rv lead. All the efforts were tried, but the lead sensing did not show improvement. The rv lead was not implanted. A new lead was implanted with normal values. The patient was stable after the procedure.

Event description:
New information received notes that undersensing and capture anomaly were noted. The physician believed it was product related.